Event description:
Boston scientific crm received information via a latitude red alert that this cardiac resynchronization therapy-defibrillator (crt-d) was programmed to monitor only. The reason that the device was programmed to monitor only is unknown the patient with this device also reported seeing a red blinking light on his communicator. The communicator also displayed a code. Technical services discussed with the local field representative that in order to determine what the code represented, the device would have to be interrogated. The patient was contacted but declined to been seen in the clinic for follow up. No adverse patient effects were reported. An attempt to obtain additional information has been made.

Event description:
Subsequent information indicates that the patient's device was originally programmed to monitor only (mo) for a procedure to place a left ventricular assist device (lvad). The device was unintentionally left in mo when the patient was sent home. After the latitude red alert was received, the patient was brought back into the clinic and the device was reprogrammed to monitor plus therapy. No adverse patient effects were reported.

Manufacturer narrative:
As of today, all information available indicates that the device remains in service. No additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
--